Event description:
It was reported that the subject device (guidewire) distal section felt braided, as if the coating was coming off. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device has not been returned.